Event description:
Health professional reported lap-band sys explant surgery due to acid reflux and abdominal pain.

Manufacturer narrative:
Analysis noted a striated opening in the band tubing consistent with surgical removal of the device.

Event description:
Physician reported patient had intolerance to food. Ten days after implantation, physician unbuckled device. After two months, physician rebuckled device. Three years after device rebuckled, physician removed the complaint device and replaced it with a larger one.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the prod for analysis. The device has not yet been rec'd by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the prod at this time. Therefore no analysis or testing has been done. Abdominal pain and reflux are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probably cause for these events.